Event description:
It was reported that a patient was admitted to the hospital with dyspnea, coughing, tachycardia, and pain in the collarbone and neck with vns stimulation. The patients stimulation was temporarily disabled and all symptoms resolved. It was reported that when stimulation was ramped back up for the patient, the patient experienced pain, coughing, dyspnea, and heart rate elevation from 80 to 120bpm once the stimulation reached 1ma. Diagnostics for the patient were reported to be within normal limits. Tablet data was received for the patient and revealed no anomalies. X-rays were received for the patient and reviewed. The patient¿s generator is implanted on the left side more medially than typical near the patient¿s armpit. The feedthrough wires appear intact at the connector pin. The full insertion of the connector pin could not be assessed due to the angle of the patient¿s generator in the image. Visualization of the patient¿s leads was poor due to the contrast of the image. No strain relief or tie downs were observed on the x-ray. The patient¿s leads were not routed behind the generator. No gross fractures or discontinuities were observed on the visual lead portion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No other relevant information is available to date.